Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, noise was observed while using the mapping the catheter. The mapping catheter was retracted, and it was noted that the tip was kinked and broken. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 8 applications were performed with a balloon catheter on the date of the event with no issues. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.